Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display . The customer¿s blood glucose was 140 mg/dl. Troubleshoot was performed for blank display however the display did not return. Advised to discontinue use of the insulin pump and advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self test and displacement test. The insulin pump was monitored for several days and no blank display anomaly noted, however pump had corroded battery tube. Pump had a cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.